Manufacturer narrative:
(B) (4). In this case, there was no reported product deficiency. Thrombosis and death are known adverse events as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
Device issue: none. Adverse event: death. Onset of adverse event: approximately 1 1/2 years post-procedure. It was reported that approximately 1.5 years after an uneventful proximal right coronary artery stenting procedure, on (B) (6) 2010, the patient died possibly from very late stent thrombosis. Although requested, there was no additional information provided.